Event description:
It was reported by the rep that the (6) devices were used during a laparoscopic cholecystectomy procedure. It was reported that a piece of what looks like plastic in the area where dissecting. They were not sure that the piece came from an ethicon product and sent this for informational purposes. The ethicon devices used were: 355ld, 511sd, 1seal, dcd32, er320, and an hdh05. There was no consequence to the pt.